Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The event was manifested by unspecified ¿immense pain¿ and ¿cloudy and murky¿ peritoneal effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unreported date, the patient¿s catheter was removed and the patient was switched to hemodialysis. On an unknown date (reported as approximately a week and 2 days later), the patient was discharged from the hospital. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.